Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. As a precaution the battery pins were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself four times. The customer advised the batteries were fully charged during the event. There was no patient use associated with this event.